Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 498 mg/dl at the time of the incident. The customer stated that the insulin pump had an insulin flow blocked alarm. The customer declined troubleshooting for high blood glucose as they treated themselves by blousing with the insulin pump. The customer knew the issue because cannula was bent and they were not getting the insulin which would also lead to insulin flow blocked alarms. The insulin pump will not be returned for analysis.